Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false positive result. A retest was performed to confirm results. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: customer said that they were teaching a new staff member how to use the veritor reader and they used an old test (24hrs+) from the prior day to demonstrate. The test had been negative the day prior, but read positive during the demonstration. The patient sample was retested to confirm result and retested negative therefore the 24hr+ retest was a false positive. Customer reread instructions for use and realised that they had not followed instructions for use (tested past time limit) and this is what had caused the false positive result. The customer understands not to attempt to read tests past the time limit stipulated in the instructions for use. The customer confirmed that they did not report the false positive result and there was no patient impact.

Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges discrepant results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. There are no current trends against discrepant result. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false positive result. A retest was performed to confirm results. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: customer said that they were teaching a new staff member how to use the veritor reader and they used an old test (24hrs+) from the prior day to demonstrate. The test had been negative the day prior, but read positive during the demonstration. The patient sample was retested to confirm result and retested negative therefore the 24hr+ retest was a false positive. Customer reread instructions for use and realised that they had not followed instructions for use (tested past time limit) and this is what had caused the false positive result. The customer understands not to attempt to read tests past the time limit stipulated in the instructions for use. The customer confirmed that they did not report the false positive result and there was no patient impact.